Event description:
The reporter stated that he performed a blood glucose test on his two meters and got a result of 98 mg/dl on surestep and 69 mg/dl on his accucheck. He said that his surestep always reads 30 points higher than his advantage. He had symptoms of feeling low, dizzy an sweating. His control solution tests were within range 135, 140 (94-148). On follow-up the lifescan rep explained the difference between the accucheck advantage meter (whole blood calibrated) and the surestep, and to expect a variance between the two for that reason. Rep also discussed coding and storage.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8